Manufacturer narrative:
(B)(4). Date of event and therapy date was (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's transfer set was damaged and leaked on the blue mainbody. This was noted within the first month of that transfer set being used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification a cracked light blue main-body noted. Functional testing was performed which included leak testing, clear passage test, and clamp function test. All functional testing performed was acceptable. The reported condition of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.